Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event based on the lack of the product to examine and insufficient product information. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
During a revision to address loosening of the tibial tray at the cement/bone interface due to a medial tibial fracture, poly wear of the insert was also found. The manufacturer of the cement used at the time of implantation is unknown. (Right knee).